Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the motor controller board and performed full functional verification. The iabp device checks ok and was returned to clinical service.

Event description:
The customer reported that a bag of saline spilled over the safety disk chamber of the intra-aortic balloon pump (iabp). The iabp unit now has electrical test fails (B)(4) (motor speed out of specification). This event occurred before use on a patient, thus no adverse event was reported.